Manufacturer narrative:
Model number/catalog number: sc-3138-35. Serial number: (B)(4). Batch/lot number: 20070698/20070698/20124005/19551614. Model/catalog description: lead extension kit 35cm. The explanted devices were not returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing discomfort. The patient underwent a revision procedure wherein the leads were replaced and the extensions were removed.